Event description:
Recent adverse event that resulted in a death. At this time it cannot be determined if an spnc device caused or contributed. Spnc is actively working with the facility staff in an attempt to obtain additional details.